Manufacturer narrative:
Device passed displacement test and self test. The audio tones or beeps functioned properly. No unexpected pump error 63 alarm found during testing or in the device history file. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not increase with the sound, even if they change the volume of it. The customer's blood glucose level was 205 mg/dl at the time of the incident. The customer stated that the insulin pump was always been on vibrate prior to this and the volume does not change. The customer reported that they did hear beeps when audio volume settings were saved. The customer reported that they did not hear the differences between the two audio beep volumes (1 & 5). The customer was at their endocrinologist and they tested the insulin pump for the beep and there was no changed at all with the volume. The customer was advised to revert to backup plan per the healthcare professionals instructions. The device will be returned for analysis.